Event description:
It was reported that following the rf procedure, the area around the needle puncture site on the skin turned slightly pale, the patient then developed localized darkening of the skin, which later ulcerated. The patient was hospitalized, imaging was performed and confirmed that a fistula formed between the skin and the joint cavity of the procedure site. The patient was also prescribed antibiotics for ten days.